Event description:
It was reported that: towards the end of a cases, the user was manually ventilating the patient and upon pulling up on the apl valve to relieve the pressure in the breathing system, the valve was reported to come apart in the user's hand. No patient injury.